Event description:
Flap revision surgery was performed in 2001. It was reported that the patient subsequently experienced a decrease in performance and facial nerve stimulation. X-ray evaluation 7 months later revealed that some portion of the electrode array had been displaced; it is likely that this occurred during the flap revision surgery. Device was explanted and replaced with another clarion device.